Event description:
It was reported that, "during a lap chole the device was leaking irrigation fluid, it then auto-activated and caused several burns to the liver. Due to their location the surgeon felt the pt's recovery would not be changed."